Manufacturer narrative:
Internal complaint # trackwise ID (B)(4). Autonumber # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro when activated to the on position, it stuck in the on position. This was during the process of ligating tissue. The customer was able to ask for the power supply to be unplugged and was able to stop the emission of electrical power. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use with evidence of blood were observed. Microscopic inspection showed the heater wire on the hot jaw was slightly flexed but remained attached to the base and the tip. The silicone insulation on the jaws was observed to be intact with no cracks nor delamination. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use with a reference cable and reference power supply at level 2.5. The device passed the pre-cautery test; it produced visible steam and audible sound during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 10 times with no observed failure. The tool handle was opened to evaluate the internal components. No visible defects were observed to the toggle. Microscopic inspection showed no residue or contamination on the inner switch mechanism. Based on the returned condition of the device and the results of the evaluation, the reported failure "device remains activated" was not confirmed. The analyzed failure "material twisted/bent" was confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro when activated to the on position, it stuck in the on position. This was during the process of ligating tissue. The customer was able to ask for the power supply to be unplugged and was able to stop the emission of electrical power. A replacement device was used to complete the procedure. The hospital did not report any patient effects.